Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, had visible air and bubbles observed in the system/tubing, with bubbles noted at the inlet of the nautilus. The bubbles could not initially be removed and were ultimately pulled out using a 60 cc syringe. The recirculation port was not used during priming or during the case. It was reported that there was no cannula placement issue that allowed air into the venous cannula/line, the venous line was not partially obstructed when the bubbles appeared, and air was not observed in the venous line. The bubbles stopped after an input change. They were able to be removed by the customer. There were no implements on the venous line. The device was replaced to complete the case. No patient complications have been reported as a result of this event.